Event description:
Complainant alleged that during training by staff, the device displayed an "ECG fault -501" error message and was unable to detect the attached to the electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report for "ECG fault 501" was observed during review of the device logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection resulted in no findings. The report was cleared and did not reoccur. The customer's report for "unable to recognize attached pads" was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. An internal inspection resulted in no findings. The error was cleared and did not reoccur. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.